Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. Upon troubleshooting, the fse identified that the 24vdc power supply unit in the m cabinet (fan tray and dcps) was faulty. To resolve the issue, the fse replaced the pdu fan tray and dcps (dc power supply) and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause of the pdu fan tray failure was due to defective power supply unit (psu 2). Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.